Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was deployed at the polyp site, but it failed to separate from the delivery catheter. The physician then attempted to release the clip by cutting the device handle, but was unsuccessful. Finally, the physician torqued the scope which pulled the clip from the tissue, and then withdrew the device from the patient. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being fine.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the clip was deployed at the polyp site, but it failed to separate from the delivery catheter. The physician then attempted to release the clip by cutting the device handle, but was unsuccessful. Finally, the physician torqued the scope which pulled the clip from the tissue, and then withdrew the device from the patient. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being fine.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4) - the reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing and the control wire and coil were cut near the handle. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The oversheath was also accordioned. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. However, no specific cause could be identified as being attributable to this event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.